Event description:
Reporter states customer reportedly received the following results on the advantage system within 10 minutes: 21 mg/dl, 50 mg/dl, and 137 mg/dl. No low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.